Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow and down arrow keypad buttons were sticking and required multiple presses to function. The reporter denied any damage to the keypad or evidence of moisture in the pump. The reporter stated that the patient wore the pump attached to a belt and cleaned the pump with alcohol swabs. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow and up arrow keypad buttons had intermittent response. The remainder of the keypad buttons had normal response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.